Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second transcatheter pulmonary bioprosthetic valve was implanted for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient had presented with chest discomfort and was admitted for cardiac catheterization where closure of a fistula was attempted. The fistula was crossed from the aortic side with a guidewire and a 4 french guide catheter. Since the fistula passed through the valve stent in the right ventricular outflow tract (rvot), it was not possible to deliver a larger catheter necessary to deploy a closure device. Subsequently, a non-medtronic stent was placed in the first valve and a 22 mm second valve was implanted within the stent. It was reported by the physician that any implant into the substrate would have caused the fistula. A transthoracic echocardiogram (tte) the following day showed improvement but not complete resolution of the fistula, however, it is expected to resolve completely. No further treatment was prescribed. No further adverse patient effects were reported. Corrected data: added complete model number pb1018. If information is provided in the future, a supplemental report will be issued.